Manufacturer narrative:
(B)(6)

Event description:
The customer reported simultaneous deployment of t1 and t2 . A same model backup was utilized to complete the surgery.

Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.